Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display and failed battery test on the insulin pump. Troubleshooting for blank display was performed. Customer advised the display was blank, they pushed several button to get the display to return and then they received a failed battery test. Customer advised they replaced the battery on the insulin pump three times and were able to get the device to work. Troubleshooting for failed battery test was performed. Customer was advised a replacement battery cap would be sent out and to monitor the insulin pump.